Manufacturer narrative:
The report of ipg revision due to ¿nearing eol¿ was confirmed. As received the device was inoperable; the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on (B)(6) 2024 the day of the revision / explant procedure. Analysis and longevity calculation found that the device had displayed ¿replace generator soon¿ image and had normal battery depletion. Per the analysis, this event no longer meets the reportability criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report of ipg revision due to ¿nearing eol¿ was confirmed. As received the device was inoperable; the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on (B)(6) 2024 the day of the revision / explant procedure. Analysis and longevity calculation found that the device had displayed ¿replace generator soon¿ image and had normal battery depletion.